Event description:
Customer received a result of 27 mg/dl on the mobile system and a result of 74 mg/dl on the aviva combo system. Twenty minutes later customer received a result of 27 mg/dl on the mobile system and a result of 95 mg/dl on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the aviva combo system was not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number and expiration date unknown). (B)(6). Device was not returned.